Manufacturer narrative:
Per the good faith effort (gfe) response received on 23dec2025, the replacement user interface (ui) assembly is currently on backorder, preventing the repair to take place. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Per the good faith effort (gfe) response received on 23dec2025, the replacement user interface (ui) assembly is currently on backorder. This investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was black when the device was powered on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was black when the device was powered on. The remote service engineer (rse) provided the customer with part number and price of the replacement user interface (ui) assembly for repair. This investigation is ongoing.